Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: d9, d10. Corrected fields: d9, d10. E2 and g2 (health care professional) were inadvertently checked on the initial medwatch. Three attempts were performed to obtain additional information, but no response was received from the customer. Additional information: h6. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A root cause of the reported event cannot be determined at this time. E2 was inadvertently selected on this report. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center has no image. There were no reports of patient harm.